Event description:
It was reported that the surgeon performed a laparoscopic gastric bypass. The surgery was in 05/2003. In 2003 the patient was brought back to surgery for a suspected leaky anastomosis. The physician did an open exploratory laparotomy to find abscess in abdomen and the posterior portion of staple line had dehised at the gastrojejunostomy site. Patient had 300cc of fluid removed from abdomen, 50% of the anastomosis had failed. Patient placed on a ventilator in ICU. Device was discarded as there was no believed malfunction during the initial surgery other than minor difficulty removing the device. Surgeon is unsure if the event was device or user related, as there were too many variables present to make a determination. As of 05/2003 the patient is not worse, but no other information is available.